Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the physician is experiencing issues with the arrow raulerson syringe in the kit. He feels it is not made as well as the old kits. The syringes are not aspirating blood and instead are pulling in air when trying to get blood back. It seems that the syringe plunger is not as tight with the new kit, hence not getting a good seal and allowing air into the syringe. He has had to use several kits to try and obtain blood aspiration during a procedure. They do not know if this caused a delay in treatment and there was no patient death or complications reported.